Event description:
During a robotic supracervical hysterectomy the laparoscopic balloon trocar began falling apart during the procedure. The physician said pneumo was lost right away and the balloon of the trocar was shredding and falling into the patient's abdomen. The physician described this as filaments that attached the balloon to the trocar were leaving behind foreign material. There was no harm to the patient.